Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of catheter defective/damaged was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the leak test was performed confirming the reported damage to the catheter. Visual evaluation found a perforation of the catheter. The perforation in the catheter could be related to the catheter being pierced by the cannula. Bd determined that the cause of the failure could be related to improper handling during use, after opening the package and/or inserting the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 22g x 1.00 in catheter defective damaged and leaked it was reported by customer that hole in diffusic catheter close to hub and it did bend during insertion. Verbatim hole in diffusic catheter close to hub. Device was in patient when provider noticed leakage from catheter. Provider states she did not re-thread the needle through the catheter, but it did bend during insertion. Customer response on (B)(6) 2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. They just had to re stick the patient due to leaking from the catheter at the site from the hole. No other injury/event was reported.